Event description:
Reportable based upon analysis completed (B)(6) 2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, crossing difficulties occurred. The target lesion being treated was tortuous and highly calcified located in the circumflex (cx). The physician was unable to cross the lesion with a 2.75x20mm taxus liberte stent. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt condition listed as "stable". However, analysis revealed stent damage.

Manufacturer narrative:
Examination identified distal stent damage. The stent struts on row 1 were slightly raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. Bends were identified immediately distal to the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the inflation lumen, therefore, indicating the device had been prepped for use. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4).